Manufacturer narrative:
Batch review performed on 27 march 2018; lot 124200: (B)(4) items manufactured and released on 19 december 2012. Expiration date: 2017-11-30 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
We were informed by the sales agent on (B)(6) 2018 that the patient came in complaining of instability. The surgeon determined that the tibial implant subsided. The surgeon has scheduled a revision for (B)(6) 2018 .

Manufacturer narrative:
On may 29, 2018 it was reported that the case had been cancelled, without any revision surgery performed.